Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. It was also reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 33 mg/dl. Cause of low bg level was unknown. Bg was treated with intravenous saline. Reportedly, customer left the ER on 2/15 with the issue resolved. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.